Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of non-unions. Pt #6: this pt had four (4) revisions completed, broken out into procedures as follows: procedure #1: a female experienced a right femur fracture and was implanted with a nail and screw on an unk date. It was discovered pt had a non-union, broken nail and the pt was returned to the operating room on an unk date, hardware was removed, pt was revised to another nail and screw. It can not be verified if the product is synthes product. This is 2 of 2 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.